Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch mt216667 mfg date: ni, exp date: ni. Batch mt216662, mfg date: 04/30/2012, exp date: 04/30/2014. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that a patient underwent a laparoscopic myomectomy on (B)(6) 2012. During the procedure, the device worked normally at first, but then the blade did not extend from the sheath though the surgeon grasped the trigger. Another like device was used. It was not reported how the procedure was completed. There were no adverse patient consequences.